Manufacturer narrative:
The actual device was not available; however, photographs and a video were provided for evaluation. During visual inspection of the provided photographic samples, shows the leak originating from the header area during priming. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause is due to a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter address: 29 e1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header cap of a polyflux 14l set during prime. There was no patient involvement. No additional information was available.